Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to misuse by the customer. The event can be prevented by following the instructions for use (IFU): evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Reports are being submitted on both scope reprocessed incorrectly with the etd-4. Please refer to the following events: patient identifier of (B)(6) is related to model number: bf-uc190f, serial/lot number: (B)(6). Patient identifier of (B)(6) is related to model number: bf-uc180f, serial/lot number: (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported via an olympus field service engineer that the evis eus ultrasound bronchofibervideoscope was reprocessed incorrectly. The cleaning adapter for the etd-4 washer disinfector that connected to the balloon channel of the scope was missing. The scope was being reprocessed with a standard adapter and not having anything connected to the balloon channel. The correct adapter was ordered and put into use. There was no reported patient harm or impact due to this event.